Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. It was reported that in the middle of the procedure, the physician heard a steam pop while he was ablating in the left atria. Shortly after, he noticed a pericardial effusion. The patient had to undergo surgery (sternotomy) in order to stop the bleeding. The physician already performed a pvi and started to ablate the left atrium anterior wall. The physician's opinion on the adverse event was that it was procedure and patient condition related. Patient required extended hospitalization to be monitored. Transseptal was performed with a brk-1 xs from st jude medical. The smartablate generator parameters included: power control mode, temperature cut-off 40°c. At the beginning of the ablation cycle, the impedance was 106ohm, the power 50w and the temperature was below 30°c. At the time of steam pop, the ablation lasted 10sec.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that in the middle of the procedure, the physician heard a steam pop while he was ablating in the left atria. Shortly after, he noticed a pericardial effusion. The patient had to undergo surgery (sternotomy) in order to stop the bleeding. The physician already performed a pvi and started to ablate the left atrium anterior wall. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 30886507l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).